Event description:
While preforming preventive maintenance, the hill-rom technician noticed that the power cord was missing ground prong, he replaced the power cord to resolve the issue. No injuries or incidents reported.